Event description:
It was reported that during a hip arthroplasty, the trial head became jammed on the stem. The head was eventually removed after 10 minutes, and surgery was completed normally. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Concomitant medical products: femoral head provisional 12/14 neck taper -3.5 mm neck length 32 mm diameter lot#64777899 item#00789503201. Report source: foreign - japan. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D-10 biolox delta head 12/14 32x0 item#00-8775-032-02 lot#3103894; continuum tm shell multi 50 hh item#00-8757-050-02 lot#65509208; vit e liner elevated hh 32 item#00-8852-009-32 lot#65254121; trilogy bone scr 6.5x15 item#00-6250-065-15 lot#j7093419; trilogy bone scr 6.5x30 item#00-6250-065-30 lot#j7067957; trilogy bone scr 6.5x40 item#00-6250-065-40 lot#j7149852; trilogy bone scr 6.5x40 item#00-6250-065-40 lot#j7149852. Product remains implanted: no device evaluation could be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Device is used for treatment. Medical records were not provided. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.